Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of prolonged procedure. Evidence suggests the lead was inadvertently cut during a revision related to a different lead. In addition, the complaint device was not returned to boston scientific, therefore, product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. Therefore, it can be concluded the inadvertent damage is the cause of the complaint.

Event description:
It was reported that this right atrial lead was surgically abandoned due to unknown reasons. Additional information from the field representative indicates that this lead was unintentionally cut/frayed during the right ventricular (rv) lead revision, rendering it ineffective. This lead was successfully replaced. The rv lead was also surgically abandoned in the same procedure. No additional adverse patient effects. The complaint device was not returned to boston scientific, product analysis could not be performed.

Manufacturer narrative:
Additional information has been requested to the representative. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial lead was surgically abandoned due to unknown reasons. Reasonable evidence suggests this lead exhibited a malfunction. This lead was successfully replaced. The right ventricular lead was also surgically abandoned in the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of prolonged procedure.

Event description:
It was reported that this right atrial lead was surgically abandoned due to unknown reasons. Additional information from the field representative indicates that this lead was unintentionally cut/frayed during the right ventricular (rv) lead revision, rendering it ineffective. This lead was successfully replaced. The rv lead was also surgically abandoned in the same procedure. No additional adverse patient effects.